Event description:
User reported leak coming from the front of the instrument and onto the floor. The liquid was at least two feet in front of the instrument and in a walkway. No one was injured and no patients were involved. The field service rep determined the cause to be a plugged drain line on the waste box. He cleaned the drain line. Performance tests were performed.